Event description:
The account alleged the pt position module alarm volume is very faint. It could not be heard from outside the room. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.